Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year and 3 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the vad clinic on with complaints of shortness of breath (sob) with decreased activity tolerance. The patient was admitted to the hospital for gastrointestinal bleeding (gi) work up. Upon admission the patient¿s hemoglobin 9.1 g/dl (hgb) with inr 22.6/2.3 seconds. The patient has been on 325 mg of aspirin and coumadin daily; however, was held on (B)(6) 2018. On (B)(6) 2018, the patient¿s hgb dropped to 7.7 g/dl. The patient was transfused with 2 units of packed red blood cells (prbc). An esophagogastroduodenoscopy (egd)revealed actively bleeding duodenal arteriovenous malformation (avm) treated with argon plasma coagulation (apc) with effective hemostasis. Coumadin was resumed; however, aspirin remained on hold. On (B)(6) 2018, the patient¿s hgb was 104 g/dl with inr of 17.8/1.8 seconds. The patient was discharged home on coumadin with instructions to resume aspirin on (B)(6) 2018. Anticoagulants at the time of event were aspirin and warfarin. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal bleeding (gi) could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.